Event description:
It was reported that pump speaker and vibration functions were too quiet, and customer stated that pump did not vibrate for alert as expected. There was no reported impact to the customer¿s blood glucose level. Customer worked with technical support to check and adjust sound and vibration settings, confirmed that pump made sound but did not vibrate for alert, and then used backup multiple daily injections for insulin delivery while technical support arranged replacement pump and referred customer for out-of-warranty loaner pump option.